Manufacturer narrative:
The philips authorized field service engineer (fse) visited the customer site to evaluate the issue. The fse determined that based on the tests carried out, it could be a problem with patients data base (db). A reinstallation of the db was recommended. A system setup of the control panel with a database reinstallation was carried out. After reinstallation, functional testing was carried out with positive results, there were no further delays in the receipt of alarms. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(4). Reporter phone # (B)(6).

Event description:
It was reported that there is a considerable delay in transmission (about 30 minutes) of an alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.